Event description:
It was reported that at the beginning of the surgery, the scope kept rotating after being mounted on arm 3. Before contacting technical support engineer (tse), the endoscope was mounted on arm 2, which resolved the issue. Prior to this, the endoscope was reseated multiple times, and the sterile adaptor on arm 3 was also reseated without any improvement. The tse checked the logs and found error 22020, indicating an engagement problem on arm 3, likely related to the sterile adaptor. The procedure was completing as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. It was noted the issues was caused by axis 8 and it would get stuck in the carriage housing at a certain position. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm to perform failure analysis; however, the evaluation is still in progress. A follow-up MDR will be submitted once the evaluation is complete and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was installed on a different arm to complete the procedure. It was reported that this reported issue resulted in more bleeding and a longer operating time. The procedure was completed robotically with a delay. Information surrounding the procedure delay and bleeding remain unknown. Device evaluation: the universal surgical manipulator (ums) was returned for failure analysis evaluation. The reported problem was confirmed in the field logs but not replicated during failure analysis evaluation. The unit was installed onto a test platform and passed all relevant testing within specification. Several instruments, sterile adapters, and an endoscope were attached to the unit; they all engaged and were able to power cycle five times with no errors. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identified a faulty carriage gearbox and top plate as the potential root cause of the reported event.